Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys. Expiration date: 2020-07-14. Serial#: (B)(4). UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 2019-01-15. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the deflection button on the leadless implantable pulse generator (ipg) delivery system (ds) was hard to operate. It was reported that the leadless ipg exhibited high thresholds. The leadless ipg delivery system deflection button became harder to operate and the delivery system maneuverability deteriorated sharply until it was incapable of being manipulated. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.